Manufacturer narrative:
Report was received through the FDA medwatch medical products reporting program. The reporter requested that his identity not be released to the MFR. We could not obtain a complete catalog number, therefore, a baseline report cannot be filed. Eval summary: the part number was not reported and the device was not returned for investigation. Due to lack of info, the probable cause cannot be determined. No product was returned. Review of the device history records was also not possible as the product and/or lot numbers required for retrieval were unavailable. It is not suspected that the product failed to meet specs. The investigation could not verify or identify any evidence of product contribution to the reported problem. Based on the available info, the need for corrective action is not indicated. Should additional substantive info be received, the complaint will be reopened. Zimmer considers the investigation closed.